Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced, thereby restoring effective therapy.

Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Company manufacturer met with patient and were unable to reconnect after several attempts made. Ipg was inoperable. Surgical intervention may be pending to address the issue at a later time.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.